Event description:
Customer's family member reported receiving a reading of 166 mg/dl with the precision xtra. Paramedics were called and provided a comparison reading within five minutes with an unk brand meter of 20 mg/dl. Customer was transported to the hospital and treated in an unspecified manner. At the hospital, customer reported receiving a reading of 116 with an unspecified brand meter and then 148 mg/dl with the xtra.